Event description:
Litigation papers allege: on (B)(6), 2006 and (B)(6), 2008, patient underwent surgical procedures to implant depuy asr hip implants. In the years following her surgery, patient experienced discomfort and pain in her hips, groin, and leg. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. On (B)(6), 2011, patient underwent a revision surgery to replace her implant. She will allegedly undergo a second revision surgery on the other hip in 2011. **update** (B)(4) 2012 - preliminary disclosure form was received, which provided part information for the right hip (left is still unknown), allowing us to find an invoice for the right hip. It also provided revision dates for both. Updated products to cup and head for both sides. Medwatches were updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.